Manufacturer narrative:
(B)(4). Batch #: l90905. The following information was requested, but unavailable: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? Did the patient experience any adverse consequences due to this issue? Investigation summary: the device was received with no apparent damage. It was evaluated with a test instrument and a ¿no uses remaining- replace hand piece¿ alert screen was displayed by the generator when it was connected to perform the functional testing. Further analysis confirmed that the hand piece has already been used 100 times and no procedures remain. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The hand piece is a re-useable instrument with a limited service life. It is programmed with a counter to limit the service life to 100 procedures. The generator will give ¿no uses remaining- replace hand piece¿ alert screen after 100 procedures are completed. This is not related to a functional failure. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure there was a defective device.